Manufacturer narrative:
A ge representative evaluated the system and replaced the receiver cable. The system operates was intended.

Event description:
The customer reported the system displayed an error message and shut down on its own. No pt injury was reported.